Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the common bile duct (cbd) on an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the gauge needle was at 10.5 atm. A functional evaluation was performed and when an attempt was made to pressurize the device starting from 10.5 atm for 30 seconds, the gauge needle reached the maximum pressure but would just return to 10.5 atm after the pressure was released. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device either during shipping, unpacking or preparation. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the common bile duct (cbd) on an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied. The procedure was completed with a different device. There were no patient complications reported as a result of this event.